Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's mother that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer's blood glucose was over 600mg/dl. Customer's current blood glucose was 158mg/dl. It was stated that the customer treated with syringe. The customer had ketones, vomiting and his blood glucose at the time of hospitalization was 300mg/dl. The customer is currently off the insulin pump; however he was wearing it at the time of hospitalization. Customer experienced a bent cannula and a no delivery alarm. Customer declined to continue pump troubleshooting. Customer's mother stated she believes it is a site issue. Will send customer tubing clamps in order to complete troubleshooting. Advise to monitor and call back.